Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (no power) issue. The distributor stated that the pump had ¿died¿. It was reported that the battery cap was fine and there were no cracks in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment intact. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. Evidence of moisture contamination inside pump. Multiple unexplainable por events observed in black box on (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.